Event description:
It was reported that during a percutaneous coronary intervention treatment procedure the gauge of the encore inflation device did not deflate during deflation. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure the gauge of the encore inflation device did not deflate during deflation. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: visual examination showed the gauge needle was stuck on 2 atms. Functional testing also revealed that the needle remained stuck at 2 atms. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage. (B)(4).